Manufacturer narrative:
Probe failed functional testing. Shaft frosting confirmed. Unable to perform vacuum sleeve test due to bent vacuum sleeve.

Event description:
During second freeze, shaft began frosting. Turned probe off and completed case with the remaining two probes. No injury reported.